Event description:
The dental implant fx4514swc was removed on (B)(6) 2018 due to failure to osseointegrate 1 month and 20 days after implantation. The doctor noted peri-implantitis during surgery. The patient has no significant medical history. The patient required another surgical intervention.